Event description:
It was reported that the catheter was leaking blood at the pa distal port (yellow line) and there was a "crack in the line". There were no patient complications reported.

Manufacturer narrative:
One s tip catheter was received without the packaging. Visual examination of the backform found the distal extension tube to be detached from the backform white adaptor. The extension tube appeared to have detached due to shallow insertion or migration during the backform process. The proximal lumen was patent and did not leak. The balloon inflated clearly and concentrically and leakage was not observed. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed as related to the manufacturing process. An investigation was opened to determine the cause of the failure and implement any necessary actions.